Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that recharger took way longer than normal. The patient noted that they charged for 3.5 hrs and that they had just charged the ins 1.5 days prior to this. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spinal pain. It was reported that noticed that they were recharging more often six weeks prior to the report. It was reported that the ins was draining faster. The clinician programmer showed that the recharge interval was 3.7 days. The patient was instructed to bring their recharger to their next appointment. No symptoms or complications were reported.